Event description:
Caller reported an alarm 2 related to an occlusion event that occurred earlier in the day. Customer resolved the issue by changing infusion set and cartridge. There was no adverse impact to customer¿s blood glucose level. No additional assistance was necessary, and cts closed the case.